Manufacturer narrative:
Following the device failure during preventative maintenance (pm) at the customer site, the thermogard system (sn (B)(6)) was returned to zoll san jose for an in-depth investigation. The noted tcmid:07 (coolant temp high) error message was verified during functional testing. The thermogard system displayed tcmid:07 during the power-on-self-test (post). The root cause of the tcmid:07 error was the malfunctioning lm34 temperature probe, likely due to failed component(s). The lm34 temperature probe was replaced to remedy the fault. Unrelated to the noted device failure, the wheel casters were observed loose during the visual inspection. This observation could be attributed to user handling and transport vibration. The casters were fixed to address the issue. Following service, the thermogard system passed all testing criteria and multiple overnight burn-in tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
During preventative maintenance (pm) performed at the customer site, the thermogard xp ivtm system (B)(6) failed functional testing due to tcmid:07 (coolant temp high) error message. The root cause of the noted device failure could not be conclusively determined. Further investigation will be performed at zoll san jose service depot to determine the root cause of the tcmid:07 error message. Visual inspection of the thermogard console was performed, and no issues were observed. Zoll san jose has not yet received the thermogard xp ivtm system (B)(6) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During preventative maintenance (pm) performed at the customer site, the thermogard xp ivtm system (B)(6) failed functional testing due to tcmid:07 (coolant temp high) error message. No patient involvement.